Event description:
The subject's mother reported that in 2000 her child was not feeling well and was vomiting. Child had not felt well for the last 4-5 days while obtaining "normal" blood glucose readings on the one touch profile meter. That same day, the subject's blood glucose per the meter was 89 mg/dl. The subject was taken to the ER where child's blood glucose per child's meter was 124 mg/dl versus 668 mg/dl per the hosp meter (brand unknown); exact times unknown. The subject was treated with insulin IV and admitted to the hosp for the treatment of hyperglycemia.